Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during an incoming inspection of a brand new cardiosave intra-aortic balloon pump (iabp), it was noted that the release lever did not work and the iabp console could not be pulled out. The cause seemed to be the lack of 2 missing screws. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during an incoming inspection of a brand new cardiosave intra-aortic balloon pump (iabp), it was noted that the release lever did not work and the iabp console could not be pulled out. The cause seemed to be the lack of 2 missing screws. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that new screws were ordered and installed to repair the iabp unit. The iabp is now ready for clinical service, but has not yet been delivered to the customer. No further investigation is required.